Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that hypoint ndl27ga1/2in punctured through the needle cap. This was discovered before use. The following information was provided by the initial reporter: received a complaint from the end user reporting issue the product neorecormon. Recormon 2000iu was prepared by a hcp to one of the dialysis patient prior 5 minutes of closing treatment. The hcp wanted to open the seal from the needle and she felt the pain sensation from her right index finger. Observed that the needle punctured through the needle cap. The hcp discarded the whole needle and take another needle gauge 25 as replacement. IV recormon 2000iu was given to patient. This incident has caused an ae (needle prick injury to the hcp).

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9072973 for hypoint needle for bent needle no abnormalities noted. Based on the returned photos, able to confirm the customer experience. It seemed that the needle is piercing through the shield. The probable cause for needle piercing through the shield could be due to misalignment of the shield during the shield loading process and resulted the needle to pierce through at the shield press station. There is a shield height sensor which was installed to detect and reject units that may have misaligned shield. As this is the first occurrence in fy20, the complaint trend will be monitored.

Event description:
It was reported that hypoint ndl27ga1/2in punctured through the needle cap. This was discovered before use. The following information was provided by the initial reporter: received a complaint from the end user reporting issue the product neorecormon. Recormon 2000iu was prepared by a hcp to one of the dialysis patient prior 5 minutes of closing treatment. The hcp wanted to open the seal from the needle and she felt the pain sensation from her right index finger. Observed that the needle punctured through the needle cap. The hcp discarded the whole needle and take another needle gauge 25 as replacement. IV recormon 2000iu was given to patient. This incident has caused an ae (needle prick injury to the hcp).